Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes') and device expulsion ('migration / expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, abdominal pain, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for other pain, bleeding, expulsion, migration,perforation, bladder/urinary problems, other injuries/symptoms.? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replaced with new event. New events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), expulsion/ migration, fallopian tubes perforation, bladder problems, urinary problems, fatigue. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('claiming perforation: fallopian tubes'), device expulsion ('migration / expulsion'), vaginal haemorrhage ('abnormal bleeding( vaginal, menorrhagia)') and menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding( vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included exhaustion and clotting disorder. Concurrent conditions included menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic pelvic pain"), the first episode of back pain ("lower back pain"), fatigue ("fatigue") and abdominal pain ("abdominal pain "). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the second episode of back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral) and d and c on (B)(6) 2012 and endometrial ablation (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, dyspareunia, fatigue and the last episode of back pain had not resolved. The reporter considered abdominal pain, bladder disorder, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: received treatment for other pain, bleeding, expulsion, migration,perforation, bladder/urinary problems, other injuries/symptoms.? Yes current weight 130 lbs. 1 trailing coils on the right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion/ total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, fatigue, menorrhagia. Lot number: a22177 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('claiming perforation: fallopian tubes'), device expulsion ('migration / expulsion'), vaginal haemorrhage ('abnormal bleeding( vaginal, menorrhagia)') and menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding( vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included exhaustion and clotting disorder. Concurrent conditions included menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic pelvic pain"), the first episode of back pain ("lower back pain"), fatigue ("fatigue") and abdominal pain ("abdominal pain "). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and the second episode of back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral) and d and c on (B)(6) 2012 and endometrial ablation (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, dyspareunia, fatigue and the last episode of back pain had not resolved. The reporter considered abdominal pain, bladder disorder, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: received treatment for other pain, bleeding, expulsion, migration,perforation, bladder/urinary problems, other injuries/symptoms.? Yes. Current weight 130 lbs. 1 trailing coils on the right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion/ total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, fatigue, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events: lot number was added. Vaginal bleeding and device breakage were added. New reporter, patient demographics were added. Onset date of events (vaginal bleeding, menorrhagia, fatigue, abdominal pain, pelvic pain female and device expulsion) updated, medical history and concomitant medication were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.